Manufacturer narrative:
(B)(4). Batch # p57x1v. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with one gst60t cartridge reload present. The reload was received broken with the pan dislodged and fully fired. It is possible that the damaged was due to an improper handling of the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The test cartridge was loaded into the device without difficulties during the visual and functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open pneumonectomy, it was found that the cartridge pan of the 1st firing was left inside the jaws and the 2nd cartridge could not be loaded. Another competitive device was used to complete the case. There were no adverse consequences to the patient. The staples were formed properly and the condition of the target tissue was normal.